Event description:
A nurse reported to baxter (B)(4) flo-gard IV. Solution admin.set in which a leak was observed from a hole in the set that developed within an hour of infusion. The process step was during infusion of paracetamol at a rate of 400mls an hour, then saline at 5mls an hour. A patient was involved, but there is no report of patient injury or medical intervention was needed in association with this event. Due to the leak from the hole, a nurse slipped, fell and hurt her back. The nurse is off sick due to injury. No additional information is available regarding user injury or medical intervention associated with this event. There is no additional information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer is not sending the device to baxter for evaluation or repair as they will be self-servicing the device at their facility. A follow-up report will be filed if any additional details become available. Additional information: the nurses injury that was a result of the incident is being captured in medical device report # 1416980-2012-06612. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number.